Event description:
Information received a smiths medical tracheostomy pvc - portex tubes blue line ultra (blu) ring tab inner cannula snapped off. No patient adverse events reported.

Manufacturer narrative:
Other text: one used decontaminated sample was returned for analysis. It was found that the pull ring on the inner cannula was detached as reported by the customer. To verify inner cannula durability we recently carried out informative testing on randomly selected inner cannula samples of each size (6.0mm - 10.0mm, both fenestrated and non-fenestrated versions) from current batches to measure their performance using established standard test methods. The results are recorded in val-10027720 blu tracheostomy inner cannula ring pull and cleaning performance testing ? Hranice quality department. Based on results of the testing current blu thin wall inner cannulas were confirmed to be suitable for its function. Investigation results indicates that it is the most probable that reported failure occurred due inappropriate handling with product. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.